Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a drive count time value and no motor movement error. The customer blood glucose level was unknown at the time of the incident. The customer did not troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed pump error (B)(4) during the rewind due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error (B)(4) due to motor anomaly. Unit received with corroded battery tube, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, keypad overlay texture damage and minor scratches on lcd window.